Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to normal wear and improper handling which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the craniotome device had a damaged neuro tip, worn bearings and the crani bracket was broken. It was further determined that the device failed pretest for vibration and visual. It was noted in the service order that it was reported from australia that during an unspecified surgical procedure, it was observed that the craniotome device broke while in use. Upon follow up with the customer, it was further reported that the device broke off mid-procedure into the patient. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. Upon follow up it was reported that there was no injury to the patient. It was additionally reported that an x-ray was not performed as the device break was clean and there was no additional antibiotic other than the prophylactic given for the procedure. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.